Event description:
I have been having sharp pains in my abdomen, and found a 3x3 mass in my abdomen. So my doctor ordered CT scan that showed that the coils that were placed from the essure procedure are not located where they should be. I believe after researching my pain is all related to this procedure. Can I sue the bayer corporation (the makers of this product)? I had the procedure in 2009 however, I discovered from my CT that the coils that are supposed to be located in my fallopian tubes scarred up and permanently in place to prevent pregnancy, have now migrated inside my body. One is located currently inside of my uterus, and one just swimming around in my abdomen randomly. I am not sue happy however, I hurt and after reading problems others have had I know I am not the only one. I feel that the least the company could do is reimburse my insurance company for a permanent method of birth control as advertised and did not help but hurt me.